Event description:
There were 3 incidences reported and 2 with the same lot #. This is one of three reports. Covid swab appeared contaminated in it's original packaging. The products were discolored and did not use on patients.